Event description:
It was reported that the patient experienced fluid loss and the cylinder and pump tubing was cut with the inflatable penile prosthesis (ipp). The ipp pump and cylinder were explanted and a new 18cm x 12mm ipp cylinder and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted.